Manufacturer narrative:
Concomitant medical products: cook, tracer metro direct wire guide (metii-35-480). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report and determined that the catheter was cracked. The pre-loaded wire guide was not included in the returned of the device. The blue switch on the proximal end of the balloon detached and was not included in the return. A functional test could not be performed due to the condition of the returned device. A visual examination of the returned device showed that the balloon had separated from the catheter at the distal and proximal balloon joints. A portion of the catheter, approximately 11 cm from the distal end, broke and moved distally inside the balloon material. There was evidence of adhesive present on both the proximal and distal balloon joints. A visual examination of the catheter showed cracks at 13.2 cm, 38.2 cm and 137.7 cm from the distal end. It was also observed that several areas on the catheter were flattened out. A laboratory meeting was conducted with members of production and production engineering to investigate balloon material separation at the distal and proximal balloon joint. It was concluded that the balloon was made according to specification and there was presence of glue at both the distal and proximal balloon joints. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The information provided indicated a pressurizer was used to inflate the balloon. The make and model of the pressurizer is unknown. A possible contributing factor to balloon material damage is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. The information provided indicated that the endoscope used was an olympus tjf-260v video duodenoscope. The user indicated that the scope was used in the pylorus, however the olympus tjf-260v video duodenoscope is a side viewing scope intended to be used in the bile and pancreatic ducts. Although the dilation balloon was used in an intended area of the body, the scope used was in an unintended area of the body. This is a possible contributing factor to the reported observation. An evaluation of the returned device showed several cracks and flattened out areas. Damage in the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. [There was] balloon leakage during the [procedure]. There was no reportable information at this time. The device was returned for evaluation on 03/19/2018 and was found to have kinks in the catheter, and the blue catheter was broken.